Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that she had a right hip replacement on (B)(6) 2013. In (B)(6) 2017 patient stated that she started experiencing a stinging pain on or around the tip of the stem. Pain is getting progressively getting worse to the point that it's affecting her life. Patient is also inquiring about recalls. Patient will be sending copies of available medical reports. Patient is a doctor.

Event description:
Patient called and stated that she had a right hip replacement on (B)(6) 2013. In (B)(6) 2017 patient stated that she started experiencing a stinging pain on or around the tip of the stem. Pain is getting progressively getting worse to the point that it's affecting her life. Patient is also inquiring about recalls. Patient will be sending copies of available medical reports. Patient is a doctor. Update: patient's hip was revised on (B)(6) 2018. Stem, head, and liner were revised due to femoral pain.

Manufacturer narrative:
An event regarding patient factors involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: the provided medical information was submitted to a consulting clinician who indicated that: "x-ray printouts available for review include a series dated (B)(6) 2013, which are an ap of the right hip and an ap, partial, of the pelvis demonstrating an uncemented right total hip arthroplasty with no screws in the acetabulum. The hip is reduced and the components are in nominal position. An undated lateral of the right hip stem and partial view of the acetabulum is consistent with a well-fixed, proximally coated stem with stress shielding osteoporosis in the proximal stem and radiolucency surrounded by a radiodensity around the distal stem representing expected micromotion around the uncoated distal stem. Two unreadable CT cuts or mr cuts, but forward no additional information. There is no revision operative report or examination of explanted components. There is no evidence that factors associated with component design, manufacturing or materials are responsible for this clinical situation." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient was revised due to femoral pain. The provided medical information was submitted to a consulting clinician who indicated that the hip is reduced and the components are in nominal position. The right hip stem and partial view of the acetabulum is consistent with a well-fixed, proximally coated stem with stress shielding osteoporosis in the proximal stem and radiolucency surrounded by a radiodensity around the distal stem representing expected micromotion around the uncoated distal stem. This can be the probable reason for the femoral pain to the patient. Furthermore, as per product recall verification response it is confirmed that none of the reported devices were part of the recall. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.